Event description:
The pt experienced discomfort and an aching pain at the incision site and the left buttock. The ipg was moved deeper in the pocket. After surgery the patient still experienced pain. No surgical complications were reported.